Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous unspecified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was crossed the lesion, however, the balloon ruptured and dilatation was not performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es catheter with no other devices. There was contrast and blood in the inflation lumen. The distal tip was damaged. The device was pressurized with an inflation device filled with water. A pinhole was identified in the balloon wall adjacent to the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous unspecified vessel. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was crossed the lesion, however, the balloon ruptured and dilatation was not performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).